Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic door. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the upper panel and labels. The fse completed the pm with all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. An investigation was performed by technician of the maquet national repair center (nrc). The national repair center inspected the returned upper panel and observed that the fiber optic door was damaged. The nrc verified the failure of the fiber optic door being broken. Retaining the upper panel in the nrc per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic door. There was no patient involvement.